Manufacturer narrative:
(B)(4). The insulin pump passed the operating current, unexpected restart alarm and the displacement tests. However, the compromised force error sensor system alarmed during the basic occlusion test because of a loose drive support disk. This resulted in the device's inability to perform occlusion, prime and excessive no delivery tests. The pump was received with a cracks in case at the display window corner, at the reservoir tube lip and the battery tube threads. The pump was also received with minor scratches in the lcd window.

Event description:
It was reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 115 mg/dl. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.